Manufacturer narrative:
At this time, the device remains implanted. Should additional information be received, this report will be updated.

Event description:
It was reported during ongoing use, the device was exhibiting premature battery depletion. At this time no further information has been received.